Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell a week prior and they felt the device had moved. They stated it was worse at the time of the report. Additional information was received from the patient. They reported they fell a couple of weeks prior. They stated when they fell it felt like a wave of a roller coaster down their back. Caller stated the ins was not working properly since that occurred. Caller wanted to know if the ins or lead may have moved. Information was reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): and x-ray was ordered and patient has follow-up appointment on (B)(6) 2019. The patient was seen on (B)(6) 2019 and reported to the hcp that they fell 2 weeks prior and since then the device stopped working. Patient wears 4 depends daily. When examined the patient had a large ecchymosis, large non-infected hemorrhage on the left upper gluteal area. Otherwise stim was working quite well. For pronounced left -2 -3, 0+, -1 -2 0+, 0- 1- 3+, -305. Patient also had some leakage at night when sleeping. Patient will be getting an x-ray of the sacrum ap and lateral. Related medical history reported: onset of urinary incontinence was noted (B)(6) 2018 (prior to implant). No further complications were reported or anticipated.